Manufacturer narrative:
Product complaint #: (B)(4). Date of event: publication year of 2011. Batch # unk. This report is related to a journal article; therefore no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided. The single complaint was reported with multiple events through a journal article. No specific patient information regarding events has been provided and it is unknown if the events have been previously reported. Therefore, one medwatch sent. If further details are received at the later date a supplemental medwatch will be sent. (B)(4).

Event description:
It was reported via literature entitled: outcome of stapled hemorrhoidopexy versus doppler-guided hemorrhoidal artery ligation for grade iii hemorrhoids. Author(s): s. Avital, r. Itah, y. Skornick, r. Greenberg. Citation: tech coloproctol (2011) 15:267¿271 / doi 10.1007/s10151-011-0699-z. The purpose of this retrospective study was to compare the results of these two methods in terms of postoperative pain, postoperative complications, effectiveness in symptom control, recurrence rate, and patient satisfaction. From jan 2005 to dec 2006, a total of 114 patients, over 18 years of age, with symptomatic goligher grade iii internal hemorrhoids in at least three quadrants underwent stapled hemorrhoidopexy (sh) [n=63 (n=30 female, n-33 male, mean age 52 ± 3.2 years)] or doppler-guided hemorrhoidal artery ligation (dghal) [n=51 (n=29 female, n=22 male, mean age 50 ± 73. Years)]. In sh group, the proximate hcs hemorrhoidal circular stapler pph 01 (ethicon endo surgery) kit was used for all patients. The circular anoscope was inserted to reduce the prolapsing anoderm and to allow placement of a circumferential purse string suture 3¿4 cm above the dentate line into the mucosa and submucosa. The stapler was then closed and advanced into the anal canal, while traction was maintained on the purse string suture. Around twenty seconds later, the stapler was closed and fired. In dghal group, a 6-10 figures of eight stitches were performed using vicryl 2/0 with a 5/8 curved needle through the anoscope window. Ligation of the vessel was confirmed by the absence of the doppler arterial signal distal to the suture line. Postoperative complications included pain [n=80, (n=63 sh group and n=17 dghal group)] which all required varying amounts of analgesia; and hemorrhoidal bleeding and prolapse [n=11, (n=2 in sh group and n=9 in dghal groups)] which one of the patients in sh group underwent conventional hemorrhoidectomy for control of staple line bleeding by suturing, while the other in sh group refused additional treatment. Five of these patients in dghal group were reoperated, one underwent rubber band ligation, while the other three patients refused additional treatments. Both sh and dghal are safe and effective methods for treating grade iii hemorrhoids. Each of them may be considered as a suitable alternative to conventional hemorrhoidectomy with no risk of postoperative stool incontinence, minimal postoperative pain, and a high patient satisfaction rate.